Event description:
It was reported that during a lar procedure, the generator displayed error code '5', and the device's blade broke off. Another device used to complete the procedure. No pt consequence.